Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous mid lad. The device could not pass the hemostasis valve. After withdrawal it was detected that the stent was dislodged from balloon. The stent was located at the end of the guiding catheter. The stent was retrieved with a balloon together with the guide wire and guiding catheter.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system was returned inside the hemostatic valve with the balloon located several centimeters distal to the valve. The balloon is well folded and shows no signs of inflation. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped on the balloon. The stent was returned separately in a plastic beaker and is severely deformed at one end, i.e. Several struts are bent. A reference orsiro could be introduced and withdrawn through the returned valve without causing any damage to the stent system. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.